Manufacturer narrative:
The customer reported that an alarm went off in the patient's bedroom and the nurse "shut off" the alarm by mistake. The nursing staff stated that the patient did not expire. The patient needed hospitalization after the episode. Philips is reporting this incident only because, there was a serious injury while a philips device was in use. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a serious injury occurred after their staff turned off the alarms.